Manufacturer narrative:
(B)(4). Additional information: lot 14n042 was manufactured from december 12, 2014 - december 17, 2014. The device was received for evaluation. Visual inspection revealed a particle in the bladder. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a particle in its balloon. The device was filled with an unspecified amount of piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.